Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305u23 tissue valve, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was experiencing a feeling like a "drum in stomach" and that they went to the emergency room and had their lead adjusted. Follow up was attempted, and no further information was available. No patient complications have been reported as a result of this event.